Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 34 mg/dl. Customer consumed juice and glucose tablets to address bg.